Event description:
It was reported that increasing capture thresholds and decreased pacing impedance was observed on the atrial lead. During a procedure that included a routine generator change, an insulation anomaly was also observed. The atrial lead was capped (B)(6), 2023 and replaced. The patient was stable.